Event description:
It was further reported that the rv lead exhibited possible undersensing and possible loss of capture. There were also some short v-v intervals and the impedance remains low in unipolar.

Event description:
It was reported that the right ventricular (rv) lead triggered an alert for low bipolar and unipolar impedance and also experienced a polarity switch. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2000 (B)(6); 4512 competitive implantable pacing lead 2000 (B)(6); lv/is10 competitive implantable pacing lead 2008 (B)(6). (B)(4),

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported the rv lead again had low impedance. Programming changes were made.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.